Event description:
It was reported that impedance readings less than 250 ohms were encountered. The lead electrode combination 0-3 was less than 50 ohms. The pt, also, experienced a loss of therapeutic effect with stimulation in the wrong location. The pt felt the stimulation in the foot/toes, regardless of which electrode configuration was programmed. Add'l info was requested but not available as of the date of this report. A follow-up report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).